Event description:
During the fitting of a (B)(6) male pt, a zoll pt service rep called zoll customer support to report that the monitor would not power on. The pt was fit with a replacement monitor.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (will not power up) was confirmed. Upon investigation the monitor was resetting. The cause for the resets was isolated to an intermittent bga shoulder connection at the u104 pxa component on the monitor c/a board. The root cause for the intermittent bga connection at u104 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. A root cause investigation is underway. No adverse event resulted from the defective u104 component. The pt received a replacement monitor.